Event description:
While transporting a pt (age & gender unknown) to a hosp after an auto accident, with the device hooked up to the pt via limb leads; the device inappropriately displayed "paddle fault" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.